Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message when scanning the adc device using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and was feeling limp and provided juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding a sensor error message when scanning the adc device using freestyle libre 3 (app only). As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and was feeling limp and provided juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Performed an accuracy test on the sensor to determine if the electronics are functioning as intended. Sensor passed test. No evidence of a product malfunction was found during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A complaint was received via webform regarding a sensor error message when scanning the adc device using freestyle libre 3 (app only). As a result, on 29 jun 2022, the customer experienced hypoglycemic symptoms and was feeling limp and provided juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.